Event description:
The reporter stated that the surgeon was inserting a toric silicone aa4203tl lens into pt's eye and a haptic tore off. The lens was removed without enlarging the incision. No pt injury. The reporter stated that the lens tore due to a loading error.

Manufacturer narrative:
Evaluation codes: a visual inspection of the returned product shows the lens has one plate haptic torn off & missing. There is clear surgical residue on the lens. Conclusion: lens damaged during the loading process. It should be noted that the injector and cartridge were not returned for evaluation.